Event description:
The customer's nurse called to report that the customer was hospitalized for high blood glucose levels with readings up to 600 mg/dl and a trace of ketones. Troubleshooting was performed with the customer and she stated that she changed the infusion set on the morning of the hospitalization. The insulin pump was programmed correctly. The customer did not have a tubing clamp to perform the high pressure test. Advised the customer that a tubing clamp would be sent for her. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.